Event description:
Complainant reports one product peel pouch had a hole on the top.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The product was not used on a pt. It was further reported this defect was revealed during the blue methylene test and the sterility of the products is not anymore guaranteed. A request for additional info performed on (B)(4) 2014 and (B)(4) 2014. No additional pt/event details have been provided to date.